Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they previously called for high blood glucose but it was resolved and now they found their tubing clamp and wanted to complete the high-pressure test. The customer¿s blood glucose level at the time of the incident was 288 mg/dl. The customer¿s current blood glucose level was 156 mg/dl. The insulin pump passed the high-pressure test. Additionally, the customer reported that after treating for high blood glucose, she went to work for 5 hours and when she came home she had a low blood glucose level of 53 mg/dl. The customer treated the low blood glucose with glucose tablets and food. Their blood glucose went up to 110 mg/dl. The device will not be returned for analysis.